Manufacturer narrative:
Based on the information available, the cause of the reported problem was the display screen. The reported problem was confirmed. However, the root cause of the failure cannot be determined without the return of the device for failure analysis which was not required by the customer. Based on the information available no further action is necessary at this time. The device remains at the customer site and no further evaluation is warranted at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips of device touchscreen issues.